Manufacturer narrative:
Concomitant product(s): a dtbb1d1, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) post ventricular sense during episodes of ventricular tachycardia (vt). The rv lead sensitivity was reprogrammed and remains in use. No patient complications have been reported as a result of this event.